Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. At 2009, no response was received from the surgeon despite our attempts to contact via email in 2009, for return of product, reason for explant, operative report and additional information regarding the event. No additional information is availabe.

Manufacturer narrative:
In 2009, per response from the surgeon, the device was explanted due to an unsuccessful ring repair. It was noted that a previous device (model 4450), was implanted, then explanted due to insufficiency. Unsuccessful ring repair.